Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged approximately two months post-implant. The lead was unable to be repositioned due to fibrosis of the lead tip.